Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the distal rectum during a laparoscopic radical resection of rectal cancer, the stapler was able to fire, but the posterior part of the stud was poorly formed and was scattered around the tissue. There was no suture completed and the rectum leaked after cutting. The suture was repaired through hand sewing. This laparoscopic procedure turned into an open surgery.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The loading units had damage to the cutting edge of the knife blades and the knife bars were buckled. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade and buckled knife bar may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damages was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.